Manufacturer narrative:
Additional information: a3, g1 (second address). Corrected information: b1, d9, g1, h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. Fluid droplets were observed at the tip of the stem indicating proper priming of the pump. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0.0 ml (0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. The top cover of the pump was machined off and the valves' "pull open / hold open" currents were measured. The results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A prometra ii pump was explanted due to a volume discrepancy-underinfusion. Volume discrepancy was observed on (B)(6) 2020. The patient reported that they never got pain relief even after several increases. Patient experienced lack of pain relief and increase in pain. During a refill and a volume discrepancy was observed. Expected: 3mls. Aspirated: 19mls. The patient was on morphine with a concentration of 5 mg/ml, in which the daily dose was reported to have increased. On (B)(6) 2020, the patient was on a constant flow regimen of 3 mg/day and was changed to a periodic flow regimen of 4 mg/day. It was also reported that there were not any changes in medication or concentration, there were no mris, no falls or traumas, no weight changes, no pump migrations, and no ptc use. No error codes were observed on the pump. Additionally reported that the catheter is a full flowonix catheter and that was secured with an angled anchor during the implant.